Event description:
Pt receiving chemotherapy through bard port catheter experienced extravasation in right subclavian supracalvicular area measuring 10x18 cm. Estimated 300cc of etopside 120 mg in 1000cc dextrose 5 1/2 in normal saline infiltration. A blood return was noted from accessed port during infusion. Surgeon has device.